Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found the catheter body was kinked. Upon return, the device was interrogated and was found to have been last programmed to deliver baclofen 2000 mcg/ml at 450 mcg per day.

Event description:
The device system was returned without documentation. The reason for return was not provided. The indications for use for the patient's implantable pump were intractable spasticity and cerebral palsy.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal therapy. The reason for the replacement of the pump and catheter was intrathecal baclofen delivery device catheter malfunction; possible kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.